Event description:
It was reported that insulation damage was observed on the pacing lead prior to implant. On visual inspection, a small cut was seen. The lead was not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.